Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was kinked resulting in the customer's blood glucose (bg) levels increasing to over 500 mg/dl. Customer performed a supply change to address elevated bg and resolve issue.